Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing on an unknown date the air dermatome motor worked very slow and it was cutting unevenly. Harm to a patient or any surgical delay is unknown. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, e1, e2, e3, g3, g6, h1, h2, h3, h6, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the air dermatome motor worked very slow and it was cutting unevenly. The graft was the correct thickness on one edge but way too thin on the opposite edge. This resulted in needing to harvest several small grafts and staple them together. Harm to a patient or any surgical delay is unknown. Diligence is complete. No additional information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the device was out of calibration. There were worn and damaged components. The fine adjustment cams, lever, and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.